Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2023, the patient was asleep in bed. The patient¿s husband found the patient was unconscious. According to the patient, the dexcom did not give her any initial alerts that she was dropping low, it only alerted once the patient was already low. This is when the patient¿s husband heard the alerts. No specific cgm value was reported. The patient¿s husband called 911. Once emergency medical services (ems) arrived, the patient was treated with IV glucose and recovered after treatment. Once the patient regained consciousness, she ate a peanut butter sandwich and drank juice. The patient was not transported to the hospital. At the time of the report, the patient was doing okay. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated. The performance data for the time of event indicates that the patient received numerous urgent low alerts starting with a vibrate alert and escalating to 50 percent then 100 percent audio volume. The alerts at 12:18 am and 12:48 am were acknowledged by the user. The alerts starting at 1:18 am up until the time of the reported incident (2:00 am) were not acknowledged and were auto cleared when the estimated glucose values rose above the urgent low limit. It should be noted that the patients low glucose alert had been disabled in her settings and therefore she received no alerts until the urgent low condition occurred and her egv was at 52 mg/dl. The reported complaint of intermittent audio during a low glucose session, could not be confirmed. The probable cause could not be determined. No additional patient or event information is available.